Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported intermittent high blood glucoses (bgs) and their bg levels were "high"; although specific values were not provided. The cause was unknown. Reportedly, a correction bolus and multiple correction injections were delivered, and the customer changed out five infusion sets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.